Manufacturer narrative:
Investigation: DHR, quality notification and maintenance analysis were performed and no occurrences potentially related to the defect was observed. Based on sample evaluation and the incident description it is not possible confirm the complaint. Was performed the plunger activation force test at batch release and no deviation were observed for the complaint batch. Thus it is not possible confirm the defect of this complaint was related of bd process.

Event description:
It was reported that the bd solomed¿ syringe plunger prematurely activated and broke during use. The following information was provided by the initial reporter: "telephone contact made on 6/18/2019 at 2:23 pm for additional information. Isabela was unable to provide further details of the event, she requested that an email be sent to obtain such information. (F. Fenerich 18.mar.2019)."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd solomed¿ syringe plunger prematurely activated and broke during use. The following information was provided by the initial reporter: "telephone contact made on (B)(6) 2019 at 2:23 pm for additional information. (B)(6) was unable to provide further details of the event, she requested that an email be sent to obtain such information. ((B)(6) 2019)."